Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-sensed t-wave oversensing (pstwos). Programming changes were made to restore normal parameters. The patient was stable.